Event description:
Complainant alleged that while treating a female pt (age unknown), the device did not advise shock for what clinicians believed was a shockable rhythm. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not rec'd the product and this complaint is still under investigation.